Manufacturer narrative:
(B)(4). The customer's experience of leaking at the connection between the tubing and the male luer was confirmed. Visual examination showed no anomalies. Function testing was performed and showed a leak from the male luer to tubing engagement. Microscopic examination showed signs of insufficient solvent was applied to the male luer to microbore tubing engagement. A dimensional analysis was performed on the microbore tubing which measured within specifications. The customer's report of leaking was confirmed. The root cause of the leaking at the connection between the tubing and the male luer was identified as a manufacturing issue due to insufficient solvent.

Event description:
Customer stated epidural tubing was found leaking where the luer lock is fused to the tubing. There was no report of harm to the pt and no medical intervention was required. Although requested, no additional pt or event info provided.